Event description:
It was reported that after the wire was moved following unpacking, the ureteral stent was found to be ruptured and then was replaced with another one.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent and push catheter were returned in the opened original packaging, and a photo sample was submitted. An evaluation of the physical sample was completed by futurematrix on 14jun2023. Evaluation of the photo sample noted the stent broken into two separate pieces towards the middle. Visual evaluation of the physical sample confirmed the separation at the body of the stent; the separation was at an angle and appeared to be cut with a sharp onject due to the markings left around the separation. The sample passed all dimensional requirements per cd-7068-xx; the outer diameter was measured at 0.0783" and 0.0795" using a laser micrometer, the tip and tube inner diameters measured 0.043" and 0.050", respectively with a pin gauge. A 0.038" guidewire passed through the sample with no hesitation. Though a specific cause cannot be determined, based on the risk document a potential root cause for this event could be "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the wire was moved following unpacking, the ureteral stent was found to be ruptured and then was replaced with another one.